Manufacturer narrative:
System was used for treatment. (B)(4). Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, alarm #7: blood leak? (Centrifuge chamber) or alarm #45: red blood cell pump alarm. However, a corrective and preventive action has already been initiated for drive tube leak/break. (B)(4) completed: service engineer inspected tube bearing clips, replaced leak detector strip and performed checkout procedure successfully. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo evaluation was not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Customer called to report a blood leak. Blood leak occurred at 145 ml of whole blood processed. Customer reported the upper retainer clip was not installed properly. Customer heard rattling in the centrifuge bowl. Customer reported the drive tubing was damaged and leaking from the lower retainer clip. Customer reported damage to the leak detector in the instrument. Patient reported to be in stable condition. Service was dispatched. Customer has submitted photos for evaluation.

Manufacturer narrative:
A photo analysis was conducted. Review of the photographs confirms the reported damage to the drive tube and associated blood leak. The analysis determined the root cause of the drive tube break was end user installation error per the customer intake information (customer reported the upper retainer clip was not installed properly). No manufacturing related defects were confirmed during the evaluation. (B)(4).